Manufacturer narrative:
Correction: patient information was now provided as it was inadvertently not pulled into the initial MDR. The computer for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Both 2d and 3d imaging were successful. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
An ethernet cable for the imaging system was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: the event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions the suspect ethernet switch was returned to the manufacturer for evaluation. Upon functional testing, performance testing, and visual/physical examination, no fault was found. It was not possible to confirm the issue. The ethernet port and internet access was achieved as expected.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the network switch, computer for the imaging system, interface (umbilical) cable and the interface (umbilical) cable breakout panel were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the bench testing failed as the cat 6 cable used was too short. The suspect breakout panel was returned to the manufacturer for evaluation. However, functional testing could not be performed as the wires and cables on the panel were cut. The suspect computer for the imaging system and ethernet switch have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, the site reported that 3d image acquisitions had lines through them and that the anatomy was difficult to see. The site elected to complete the procedure with a separate medtronic imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.